Manufacturer narrative:
Evaluation summary: the product sample or additional supporting materials from the account was not available for this incident. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. There were no assembly or component issues identified; therefore, a device history record review will not be performed. Without the physical product, a definitive root cause could not be identified. Post market vigilance will continue to monitor this condition for future potential action. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection, while performing anastomotic procedure, part of staple line (about 1/5 circle) was not stapled well. The anus side tissue which was at the same line of the anastomotic side with a hole, was also not stapled for about 1 to 2 cm. When connecting the anvil to the device, the tissue was so thick that the device did not work well, and it was made 2-3 times of adjustments. The anvil was titled for about 45 degrees in the middle. (There was not a gap of the anvil, but that it was fixed obliquely). The device and the anvil were connected and when the green mark appeared, abnormal sound was heard, which was different from usual. Another device was used, and surgical time was extended by less than 30 min. Re-anastomosis was done and the operation was completed with no problem. There was no patient injury.